Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery longevity estimate remaining was about eight year in (B)(6) 2015. However, at the most recent follow-up several months ago, the longevity remaining decreased to about three years. Current evidence suggests that this product remains in-service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery longevity estimate remaining was about eight year in oct 2015. However, at the most recent follow-up several months ago, the longevity remaining decreased to about three years. Additional information was received, stating that at the most recent follow-up in january the device is working well. The device will remains in service. There were no patient complications or adverse effects.

Manufacturer narrative:
The device is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.